Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. It was noted that on one side of the header, medical adhesive was bonded to the header, but not the corresponding area of the device case. Compositional analysis completed on two sample areas where the header was loose from the device case verified a uniform layer of medical adhesive on the header and very little medical adhesive on the titanium case. An x-ray of the device header revealed no header wire fractures. The device was subjected to simulated heart load conditions and then the defibrillation, pacing and sensing functions of the device were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that a red alert was generated due to high out of range right ventricular lead impedance measurement. In addition, noise was noted on the right ventricular electrogram. No inappropriate therapy was delivered. The patient with this device is not pacemaker dependent; no adverse patient effects were reported. This device is implanted subpectoral and is included in the subpectoral implant 2009 product advisory. No adverse patient effects were reported.

Event description:
Additional information was received: a decision was made to replace this device. A replacement procedure was performed. This device was removed, replaced and returned for analysis. Post procedure, acceptable measurements were obtained.